Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on ni/ni/2002, pt underwent repair of incisional hernia with composix mesh. On (B)(6) 2004, pt underwent lysis of adhesions, excision of composix mesh and repair of recurrent hernia with composix e/x mesh. It appeared that the superior half of the composix mesh had released from its fascial attachments. (Note: see MDR 1213643-2012-00270 for info related to the composix e/x mesh) on (B)(6) 2004, pt presented with abdominal pain and distention. A CT revealed several large fluid collections, which was suspicious for a probable leak. He underwent exploratory laparotomy. The composix e/x mesh was removed along with a small piece of the composix mesh that had been left on the small bowel. An enterotomy was identified on the small bowel and repaired. On (B)(6) 2004, pt underwent drainage of multiple intraabdominal fluid collections.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00270 for info related to the composix e/x mesh implanted on (B)(6) 2004.